Event description:
It was reported that an amia automated pd cycler set leaked. The event was further described as ¿heater bag was on the floor and the machine and everything is covered in fluid from the bag, it broke off of the cassette line¿. This occurred during set up of the device for peritoneal dialysis (pd) therapy. Continuous ambulatory pd therapy was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.